Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 53 and blood glucose was 99 mg/dl. Sensor glucose was 42 and blood glucose was 107 mg/dl and sensor glucose 55 and blood glucose 128 mg/dl.